Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a whitish foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The aware date should be 08/apr/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, and it is hypothesized that this material might have been antifoaming agent and/or pre-cleaner. A definitive root cause cannot be determined for this phenomena. No physical damage was found at the locations where foreign material remained. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif/cf/pcf-190 series operation manual, chapter 3 "preparation and inspection". Preventive measures: gif/cf/pcf-190 series reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.